Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. With the current information available no conclusion can be made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2000 - the patient underwent a diagnostic laparoscopy, lysis of adhesions, burch procedure and cystoscopy as well as implant of a bard flat mesh. The operative details indicate "mesh was brought down into the left side of the bladder neck. A mesh strip was stapled 1cm lateral through the bladder neck. Then the mesh was brought up to cooper's ligament and the bladder neck was placed on suspension. Then a stapler was used to staple the mesh into the left cooper's ligament. Excess mesh as then trimmed and removed. Next, the procedure was repeated on the right side" however the surgeons "stapler jammed" and the right sided mesh was "removed and then non-bard davol suture was placed at the bladder neck and to cooper's ligament." On (B)(6) 2003 - the patient was diagnosed with stress urinary incontinence and underwent implant of a non-davol pubovaginal sling. No visualization or involvement of previously placed flat mesh.